Event description:
It was reported that the small battery drive was making a grinding noise. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.